Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2023 while reportedly wearing the lifevest. The patient received three inappropriate treatments. The device was started up at 05:27:48 on (B)(6) 2023. At 20:18:44, an arrhythmia was detected. ECG shows sinus bradycardia from 50-20 bpm. The rhythm then degrades to asystole. At 20:21:04, the patient received the first inappropriate treatment. Oversensing of cardiac activity and CPR/motion artifact contributed to the false detection. The patient was in a non-life sustaining rhythm prior to the treatment. Rhythm at the time of treatment was asystole. Post shock rhythm continued to be in asystole, which is a non-life sustaining rhythm. At 20:21:31, the patient received the second inappropriate treatment. Oversensing of cardiac activity and CPR/motion artifact contributed to the false detection. The patient was in a non-life sustaining rhythm prior to the treatment. Rhythm at the time of treatment was asystole. Post shock rhythm continued to be in asystole, which is a non-life sustaining rhythm. At 20:25:14, an arrhythmia was detected. ECG shows asystole with motion artifact. At 20:26:27, the patient received the third inappropriate treatment. Oversensing of cardiac activity and CPR/motion artifact contributed to the false detection. The patient was in a non-life sustaining rhythm prior to the treatment. Rhythm at the time of treatment was asystole. Post shock rhythm continued to be in asystole, which is a non-life sustaining rhythm, with cardiac activity. The electrode belt was disconnected at 21:22:43 on (B)(6) 2023.

Manufacturer narrative:
The electrode belt and monitor have been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.